Event description:
It was reported that a core wire detachment occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman fxd curve access system (was) and a 24 mm watchman flx pro laa closure device and delivery system (wds) were selected for use. The physician used a hard counterclockwise rotation of the sheath and slowly deployed the wds into the selected position. Upon the proximal end exiting the sheath, the sheath itself rotated hard counterclockwise and the wds released itself unexpectedly. The device remained within the laa. The device could not be tested for the anchor portion of the position, anchor, size and seal (pass) criteria, but the wds did meet the other standards. Transesophageal echocardiography (tee) imaging was used and it was confirmed there were no gaps between the core wire and the insertion point. There were no patient complications reported.